Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Additional: updated reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. (B)(4).

Event description:
During a procedure, the trial head would not detach from the femoral stem, which resulted in removal of the femoral stem. Another femoral stem and trial head were used to complete the procedure.